Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number; the international list number is unknown. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2020 a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient experienced an infection at the peg/j soma site. In (B)(6) 2020, a culture revealed staph aureus, sensitive to flucloxacillin antibiotic and the patient began treatment with flucloxacillin on (B)(6) 2021.